Event description:
On (B) (6) 2008, an elevate sling was implanted. Subject reported dyspareunia and pelvic floor muscle hypertonia treated with antibiotics resolved on (B) (6) 2008. On (B) (6) 2008 subject reported pain and discomfort-pelvic. Severity moderate. Possibly related to the device and procedure. Pelvic physiotherapy and defecography on (B) (6) 2009.